Manufacturer narrative:
Per direction by FDA in a letter dated, july 20, 2018, this emdr is being filed to submit new information obtained based on the complaint investigation results. The initial report for this event was submitted in the quarter 1 2018 asr report. However, supplemental reports regarding the asr are no longer being accepted. It was agreed upon with the FDA that the date of awareness would be the date of the letter received, which is july 20, 2018. The device was evaluated. The device was found to have a lump on one side of the shaft. The investigation was confirmed as manufacturer related. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the eyes on the catheter are sharper than usual and there are bumps or snags on the catheters. Reason for report: investigation results. Report ID number: (B)(4). Initial asr report submitted: quarter 1/2018. Corresponding exemption number: e1997042.